Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system would not boot up. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and found that control panel flickering. The rse asked customer as they attempted to reboot the system by turning it off and on, but there was no power after the reboot. Before the power loss occurred, no error messages were visible. Additionally, the philips supply service panel displayed a red light, and the switches were unresponsive and requested onsite support. The philips field service engineer (fse) that system would not boot up into the application and suite pc was corrupted. To resolve the issue, fse performed a complete reload of the suite pc, restored the backups and performed the readjustment. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.